Manufacturer narrative:
On 3/14/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/4/2019, indicated that the patient ethnicity is white, age 37 years old, the suspect device catalog number is texp120rh, seial number is (B)(4), date of implantation was on (B)(6) 2017, the issue was on the left side, procedure was primary reconstruction surgery. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number smpx325 , serial number (B)(4), and right replaced with catalog number smpx325, serial number (B)(4) on (B)(6) 2019. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Note: the patient had the device more than six months which is over the duration of the protocol. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown breast reconstruction surgery with unknown tissue expander which the unknown side deflated after implantation. The doctor intentionally poked a hole in the inferior portion to drain remaining saline however there was a notable hole at the superior portion near the focal band. The date of explantation is unknown.